Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. The leak was further described as, "fluid/betadine loss through the catheter extender". The leak was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with no pouch, dry, with iodine stains on the outside of the set, and with a mini cap attached to the female connector. A visual inspection with the naked eye and magnification observed a damaged female connector. Leak testing was performed and a leak beneath the returned mini cap was observed. Clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.